Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the insulin pump alarmed button error when delivering a bolus. Customer stated that it then alarmed battery out limit, the battery was changed but it kept alarming. The customer stated the device might have been exposed to sweat. Blood glucose value was 300 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The local office would be contacted to arrange replacement.